Event description:
Information received a smiths medical cadd-legacy duodopa 1400 pump was not delivering medication accurately. The cassettes were not equally consumed. Over and under delivery is suggested and over delivery can be toxic to cardiovascular, gastrointestinal and cause altered mental status.

Manufacturer narrative:
Additional information was received confirming that there was no patient injury. Per reporter the cassette was correctly attached, and the patient had received training prior to starting treatment. Per reporter the patient subsequently used a new pump to continue the infusion. Device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis. Delivery accuracy testing was performed on the pump and the pump was found to be delivering within specification. The investigation was unable to confirm the reported issue, no problems were found with the ability of the pump to deliver a dose correctly.